Event description:
It was reported that the patient experienced a hypoglycemic event with a measured glucose of 66 mg/dl, which was treated with oral glucose tablets, coffee with sugar, and grapes, after which glucose stabilized at 126 mg/dl; no device alerts or alarms were reported and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included resolution of low glucose with oral treatment and no hospitalization. Investigation included case assessment and user troubleshooting. Investigation of this case revealed no device malfunction reported and no component issue identified, with the event attributed to an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.